Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented with symptoms of heart failure including shortness of breath and orthopnea. Upon device interrogation, the lv lead displayed high threshold and loss of capture (loc). The lead was reprogrammed which seemed to resolve the clinical observations, but the patient did not show signs of improvement in regards to their heart failure symptoms. The patient was seen for a revision procedure where fluoroscopy was performed. The lead had dislodged and was no longer in the coronary sinus. The lead was attempted to be removed, but was unable to be. The lead was then surgically abandoned and replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.